Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 740 mg/dl and diabetic ketoacidosis. Troubleshooting assisted customer with the pump and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot as it appears that the pump is operating as designed.